Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Updated: describe event or problem, device avail. For eval, returned to MFR. On, therapy dates and desc, device returned to MFR., device evaluated by MFR., eval summary device evaluated by MFR.: a visual and microscopic examination found that the returned balloon had evidence of being inflated. On examination of the balloon it was noted that one blade was completely detached and was not returned with the device; however 8mm of the pad at the proximal end and 7mm of the pad at the distal end remained attached to the balloon surface. The proximal end of the balloon material beside the detached blade was damaged. The remaining three blades were fully bonded to the balloon surface and no further damage was noted on the device. The device was attached to an inflation unit and was inflated without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states "if resistance is encountered when removing the catheter through an introducer sheath or a guide wire through the catheter. Stop and remove them as a complete unit to prevent damage to the guide wire, catheter, introducer sheath, or vessel. (B) (4).

Event description:
It was further reported that the lesion was greater than 50% stenosed. The balloon was inflated three times each to 6 atms however, during deflation, refold difficulties were encountered. During removal, the balloon was stuck inside the sheath, and extra force was applied in attempt to remove the balloon.

Event description:
It was reported that during a peripheral intervention procedure a blade detached. The lesion was located in a kidney artery. During the procedure, the physician advanced a 2.0cm x 90cm peripheral cutting balloon to the lesion and performed dilation. Post procedure, the physician noted a blade detached from the cutting balloon and became fixed in the sheath. The sheath and the detached blade were removed as a unit from the patient. There were no reported patient complications and the patients current condition is reported as stable.